Event description:
It was reported the programmer had a white screen at boot-up, and an error message appeared. The service disk was ran, without success, so the programmer was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer had a loose screw inside the programmer under the power supply. Powers up with "window cannot load user profile" error and then blank white screen. Massive drive and registry corruption found. After loading software from sdn (software distribution network) line the screen was normal except the programmer booted up to the logo screen and would go no further. A printed circuit board subassembly failure found, cause unknown.